Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 282882 did not highlight any anomaly which could contribute to this reported event. A similar complaint review was completed. As of 14th october 2015 no complaints have been opened in relation to lot # 282882. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Per the complaint event description it is stated that 'the vascular surgeon that prepared the access, punctured slightly lower than he had to. Punctured the superficial femoral instead of common femoral'. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmea's, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
According to the implanting hcp, the vascular surgeon that prepared the access, punctured slightly lower than he had to. Punctured the superficial femoral instead of common femoral. During sheath removal a dissection was observed which was successfully surgically treated. The hcp's confirmed that this event had nothing to do with a misuse of the lotus sheath.

Manufacturer narrative:
Not returned to manufacturer

Event description:
According to the implanting hcp, the vascular surgeon that prepared the access, punctured slightly lower than he had to. Punctured the superficial femoral instead of common femoral. During sheath removal a dissection was observed which was successfully surgically treated. The hcps confirmed that this event had nothing to do with a misuse of the lotus sheath.